Event description:
The customer stated that the central monitoring system (cns) touchscreen, mouse and keyboard are unresponsive. Waveform movement is occurring on the screen. MFR ref #: 8030229-2014-00182.